Manufacturer narrative:
Follow-up #1 date of submission 10/16/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/30/2015 with the following findings: a review of the black box data showed reboots on the reported event date. The battery compartment was cracked. The returned battery cap was undamaged; however rust/corrosion was observed on the cap and in the battery compartment. The pump was unable to power on with the returned battery cap; a test cap was used to complete investigation. The pump failed a leak test at the battery compartment. The pump was exercised for 24 hours with no power loss. The pump case was removed and evidence of moisture was found on the printed circuit board, transceiver, support bracket, and battery canister.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. There was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.